Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited lifted support pins at the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the lifted support pins at the bending section, the cause was due to excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.